Manufacturer narrative:
Device evaluation: lens was returned dry in microcentrifuge vial. Visual inspection found a piece of haptic missing, and optic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -12.0/3.5/084 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens has not been returned.